Event description:
It was reported that the patient presented with shortness of breath, syncope and was lethargic with severe bradycardia. It was noted the implantable pulse generator (ipg) exhibited a pause and failure to capture while the right ventricular (rv) lead exhibited oversensing. The device was explanted and replaced and the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.